Event description:
This event was created from a journal article in the journal of vascular surgery titled "concerns for the durability of the proximal abdominal aortic aneurysm endograft fixation from a 2-year and 3-year longitudinal computed tomography angiography study" (j vasc surg 2001;33:s64-9.) Article citation: monique prinssen, md, jan j. Wever, md, willem p. Th. M. Mali, md, bert c. Eikelboom, md, and jan d. Blankensteijn, md, utrecht, the netherlands. Patient with complete follow-up of at least 24 months were identified. From early 1994 until 1998, a total patients received an endovascular graft for an infrarenal aaa at the university medical center. Ten patients were excluded: four died of unrelated causes, and some were converted. A type one endoleak resulting in conversion. A thrombus resulted in conversion. Clinical observations: endoleak, aneurysm growth, thrombus, conversion surgery, and unrelated mortality.

Manufacturer narrative:
Attempts to identify patient's and/or model-serial numbers were unsuccessful. No additional information is available at this time. If additional information becomes available, this event will be updated.